Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Date of occurrence: (B)(6) 2025. Dm reference: (B)(4). Lot no.: 5023653. After successfully inserting the bd insyte 24 ga catheter, it is impossible to connect an extension tube or valve to the hub. The catheter is removed; the hub is found to be deformed. Clinical consequences: another catheter was inserted into the patient's other arm.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.